Event description:
Complained of chest discomfort & thumping or fluttering in chest. Cxr done in ER showed a severed port-a-cath at clavicular junction with distal portion in right ventricle. Percutaneous removal of distal part 9/29/96. Reminder of port removed on 9/30/96.